Manufacturer narrative:
The field service engineer (fse) found a dripping sample probe. The fse repaired a valve and the tubing of the nozzle. The service maintenance actions performed by the fse resolved the issue.

Event description:
There was an allegation of questionable gen.2 ise indirect for na results for 4 patient samples on a cobas 8000 cobas ise module. On (B)(6) 2024, sample 1 had an initial na result of 129 mmol/l. The sample was repeated on another analyzer and the result was 138 mmol/l. On (B)(6) 2024, sample 2 had an initial na result of 134 mmol/l. The sample was repeated on another analyzer and the result was 140 mmol/l. On (B)(6) 2024, sample 3 had an initial na result of 132 mmol/l. The sample was repeated on another analyzer and the result was 141 mmol/l. For sample 4, the initial na result was 134 mmol/l. The sample was repeated on another analyzer and the result was 141 mmol/l. The exact date of testing was not provided.

Manufacturer narrative:
The na electrode lot number and expiration date were not provided. The investigation is ongoing.

Manufacturer narrative:
The investigation did not identify a product problem. The root cause of the event could not be determined.